Manufacturer narrative:
The thermogard xp ivtm system was not returned to zoll for evaluation. The reported event was confirmed based on the evaluation of the thermogard system performed at the customer's site. During initial functional testing, the system displayed error code mid:16 (software). The entries on the patient data log was full. The issue was resolved after deleting the entries on the patient data. The event log was reviewed and noted the occurrence of the mid:16 error message, thus confirming the reported complaint. Following the service, the system passed all the testing with no issue or faults observed. All test and readings are within the specified limits and functioned as intended. The system was placed back into service. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the thermogard xp ivtm console with serial number (B)(4).

Event description:
During ivtm therapy, the customer observed an unknown error message on the thermogard console after the restart. Another system was used to continue the therapy. No additional information was provided. No known patient consequences were reported.